Event description:
A malfunction was reported on the pump after the battery died and was being charged. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information to the customer and assisted with resetting the pump, which resolved the issue without any recurrence of the malfunction code. The customer was advised to continue using the pump and to contact support if the issue reappears.